Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the cubie drawer 6 not detected on the bus, which located on to surg1. The customer powered off the unit for five minutes and then restarted, however, the drawer frame lights did not illuminate, and the drawer was not recoverable. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) swapped the full height board for the station due to a not detected on bus issue. The system functioned as intended after the field service engineer (fse) resolved the issue.